Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. An image provided by the customer showed that the actuator was near full deployment, the bag was fully cinched and the cord was severed near the distal end of the tube. The exact root cause remains unknown as the device was not returned for evaluation. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chol - after deploying bag fell into abdomen, broke at ties 5cm above bag. Picture will be sent with cer. Happened a few times before incidently. Additional information received by email from an applied medical representative on (B)(6) 2016 regarding possibility of previous events like this occurring: no, unfortunately no information available. Additional information received by e-mail from applied medical representative on (B)(6) 2016: the bag was not attached to the metal prongs when it was deployed. The string broke before the introducer was pulled back. The bag fell loose after deploying and it was closed manually to get it out of the patient. The bag wasn't pulled off the metal prongs and the introducer was not pulled back to close the bag and redeploy. No instruments came in contact with the bag.